Event description:
A home pt contacted baxter's technical service center regarding a system error 2267 message that appeared on the display of the home pt's homechoice machine during fill 4/5 of their automated peritoneal dialysis therapy. Per initial report, the home pt had left a clamp closed on one of the supply lines of the homechoice set during therapy, from prime to the fill cycle. Baxter's technical service center assisted the home pt in ending the therapy early. No pt injury or medicla intervention was associated with this incident per the home pt.